Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to infuse. It was observed that the pump looked like it was running but nothing was flowing out from the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: the correct date is 02/11/2025. Additional information: d5, h6 (replace codes), h11. H11: a review of the event history log identified that an infusion was run on the reported event date; no issues were noted in the log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.